Manufacturer narrative:
The insulin pump passed the displacement test and self test. The unit was monitored and is functioning properly. There was no missing segment noted. There lcd glass was not broken. The insulin pump was received with minor scratches on the display window, cracked case at display window corner, cracked battery tube threads and with a cracked reservoir tube lip.

Event description:
It was reported that the customer had a broker lcd on his or her insulin pump. The customer's blood glucose was unk at the time of reporting. The insulin pump is being replaced. No additional info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.